Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patient did not undergo the procedure and was only reporting to the physician regarding wanting to have the revision.